Manufacturer narrative:
A customer from the united states alleged one discrepant sars-cov-2 result while using a cobas sars-cov-2 & influenza a/b nucleic acid test on liat sn: (B)(4). No harm was alleged. Data was requested through the case however it was not provided. A review of the CT and amplification of the sample could not be performed and abnormalities in the curves could not be confirmed. An investigation was performed on the reagent and no product issue was identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged one discrepant sars-cov-2 result while using a cobas sars-cov-2 & influenza a/b nucleic acid test on liat sn: (B)(4). No harm was alleged. Initially, the sample generated a positive sars-cov-2 and invalid influenza a/b result. The customer reran the sample on a different platform and generated a negative result for all three targets. Then the customer reran the same sample again on liat analyzer sn (B)(4) on (B)(6) 2021 and generated negative results for all targets. The customer indicated the use of viral transport media however could not confirm the manufacturer of the collection media. Data was requested through the case however it was not provided. A review of the CT and amplification of the sample could not be performed and abnormalities in the curves could not be confirmed. An investigation was performed on the reagent and no product issue was identified.